Manufacturer narrative:
The reported events were high pacing threshold was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing and visual inspection of the lead was normal with no anomalies found except for procedural damage.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited increased threshold. Chest x-ray was performed to further confirm that the lv lead had dislodged. The lv lead was explanted and replaced. Patient condition was stable.